Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed with an unrelated incident with no link to this failure depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field UDI: (B)(4). Associated medwatch: 1221934-2017-10350.

Event description:
The sales rep reported via phone that two of the customer's healix 5.5 mm peek with orthocord broke while being inserted in the patient during a rotator cuff repair. The broken anchor was removed and a second anchor was tried that also broke. The second anchor was removed and the case was completed by drilling a new bone hole and using another anchor. There were no patient consequences but a 15 minute delay was reported. The sales rep was no present during the case and could not provide any more details. The devices were discarded by the customer.